Event description:
A dental office has an out of warranty tpb. The complaint is the hand piece is not curing composite. I asked her to check the light output on the built in intensity meter on the base. The unit registers green. I explained that the light output is in the proper wavelength to cure camphorquinone. I asked how long she cures the composites for and she said 1 cycle. I explained that one cycle is 10 seconds and most composites on the market recommend 20 or 40 seconds depending on the shade of the composite. I also explained the lights are recommended to cure only 2 mm of composite at a time and this is about the thickness of 2 dimes put together. On (B)(6) 2013, spoke to the assistant. The light is work better, but not as powerful as it used to be. They are following the cure times from the manufacturer of the composite but it still does not always cure. They test the light on the light intensity meter and it does give them a green light. She said that they are starting to look for another curing light to replace this one. On (B)(6) 2013 arranged pick up for testing and sent new unit to office. Ref. MFR# 3005665377-2013-00008.